Event description:
It was reported that the right ventricular lead was replaced due to dislodgment, unable to advance. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: analysis found the helix was distorted/bent; full lead returned and analyzed.